Event description:
It was reported that the patient had a lead revision and his device was replaced. The battery depletion was reported as normal. There were no patient symptoms or injuries. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider (hcp) reported that the event was caused by the battery breaking loose from the pocket and traveling about the patient's back, under their skin. The battery was not working. All components were explanted on (B)(6)-2013. Patient hospitalization was not required and there was no injury reported.

Manufacturer narrative:
Product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # j0421762v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 3487a-33, lot # j0417944v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3487a-33, lot# j0421762v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot# j0417944v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
Additional information received reported that the lead revision was scheduled for (B)(6) 2012 but the procedure was not done because the patient did not have their pre-operative history and physical completed. The patient was seen that day as a regular office visit. It was reported that at the visit the patient stated that the device was not working, the battery was depleted, and the device was out of the device pocket. It was noted that battery depletion was normal. The reporter stated that the patient was later scheduled for removal and the device was removed on (B)(6) 2013. It was noted that the patient recovered well. It was reported that all device components were removed and currently the patient was not implanted with a device system.